Event description:
It was reported that a malfunction occurred on a pump. There was no reported impact to the customer's blood glucose level. The customer decided to use another pump and no additional technical support was provided as the case was closed.